Event description:
It was reported after using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, there were an unspecified number of samples that exhibited clotting which led to the cancellation of hematology tests. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka there were multiple 510k numbers g4. PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, there were an unspecified number of samples that exhibited clotting which led to the cancellation of hematology tests. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary : bd had not received any samples for investigation. A total of 100 retained samples were visually inspected, with no issues being identified. Complaints for sample quality are under statistical control for the month of march 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sample quality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.